Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 5 - pressure out of range and cartridge alarm 6 (vent not working)) occurred during the load process. The customer's blood glucose was 73 (mg/dl). Reportedly, the customer loaded a cartridge onto the pump successfully.